Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) is not passing the 3rd stage of drive manifold leak test . There was no patient involvement .

Manufacturer narrative:
Corrected fields: h6(type of investigation, investigation findings, investigation conclusions),h11 a getinge field service engineer (fse) evaluated the unit and isolated failure to worn pneu cmpt coupling str male. The fse replaced pneumatic coupling (0103-00-0382-02) to crm and corrected leak . The fse also installed 5000 hour rebuild and replaced expired safety disk as part of pm protocol. A complete checkout and checklist has been performed. No fault logs.